Event description:
Reporter alleged obtaining a discrepant blood glucose result of 302 mg/dl on one advantage sys back to back with a result of 116 mg/dl on a second advantage sys when testing was performed less than 10 mins apart. Reporter did not indicate that he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent. Reporter stated that none of the original strips were left and so, no prod will be returned for eval.